Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested for multiple parameters on the cobas c 503 analytical unit. Examples were provided for seven patient samples with discrepant results. Results for the following assays were affected: glucose hk gen.3, cholesterol gen.2, and hdl-cholesterol gen.4. The first sample initially resulted in a cholesterol value of 20.2 mg/dl with a data flag and it repeated as 200 mg/dl with a data flag. The second sample initially resulted in an hdl value of 4 mg/dl and it repeated as 38 mg/dl. The third sample initially resulted in a glucose value of 2.29 mg/dl and it repeated as 100 mg/dl. The fourth sample initially resulted in a glucose value of 2.29 mg/dl and it repeated as 101 mg/dl. The fifth sample initially resulted in an hdl value of 3.51 mg/dl with a data flag and it repeated as 45.6 mg/dl with a data flag. The sixth sample initially resulted in a glucose value of 5.03 mg/dl and it repeated as 92.1 mg/dl. The seventh sample initially resulted in a glucose value of 1.52 mg/dl and it repeated as 78.7 mg/dl.

Manufacturer narrative:
The cholesterol reagent lot number is (B)(4), the hdl reagent lot number was 894019, and the glucose reagent lot number was (B)(4). The reagent expiration dates were requested, but not provided. The investigation is ongoing.